Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 after an open heart surgery. Upon examination, it was noted that there was a diagnostic anomaly on the implantable cardioverter defibrillator (ICD). The ICD had an error message regarding high voltage circuit damage. Programming changes were made to the ICD. The device functioned normally and no complications were experienced by the patient pre, during or post intervention.